Event description:
Sales representative reported that the during a ent case the distal tip of a scope charred. The sales representative is not sure if the scope was a stryker product or a competitors. However, she did state that at the time of the incident a stryker camera and lightsource were being used. She will be following up with more info.

Manufacturer narrative:
Add'l information will be provided once investigation is completed.